Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Did this issue contribute to any patient adverse event? A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. The patient underwent surgery and had a third pregnancy and a first delivery. At 38+1 weeks of pregnancy, the first live fetus was waiting for delivery. Pre eclampsia. During the operation, the surgeon used suture to suture the uterus, but the problem of pulling off suture needle happened, making it impossible to suture. The suture was immediately replaced for suturing. The interruption of suturing has affected the surgical process. No adverse patient consequences were reported. Additional information was requested.